Manufacturer narrative:
Zoom; zoom handles.

Event description:
It was reported by service report that the zoom drive was intermittent.

Event description:
It was reported by service report that the zoom drive was intermittent.

Manufacturer narrative:
Previously, the initial MDR report did not include the PMA/510(k)# for this product.